Event description:
It was reported that the customer was unable to complete the fill tubing procedure on the insulin pump. The blood glucose reading was 116 mg/dl. The customer's wife stated that she reached the screen that prompted to hold the act button, she was unable to move forward with the procedure. She stated that they were unable to exit the preparing to prime loop. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion, occlusion, and prime tests. The insulin pump primed properly. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.